Manufacturer narrative:
(B)(4). Concomitant medical products - unknown nexgen femur; unknown nexgen tibial tray; unknown nexgen articular surface. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-03650, 1822565-2017-03652, and 1822565-2017-03653.

Event description:
It was reported that during a knee revision procedure due to unknown reasons, the staff members were unsure of how to remove the femoral stem and requested that information. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.